Event description:
A malfunction alarm with code malf 9 was reported by the customer, but no notable events occurred prior to the malfunction. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl; therefore, the impact on blood glucose level is not known. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was instructed to continue using the pump and to contact support if any further malfunctions occur.